Event description:
Report received of an over-delivery of morphine. The customer contact indicated that the event was the result of an error in programming the device. At 9:52pm the evening nurse placed a new vial of morphine into the pump and programmed the pump to deliver morphine with a concentration of 5mg/ml in the continuous plus pca mode, at a continuous rate of 7mg/hr, pca dose of 7mg instead of the intended 1mg pca dose, with a 10-minute lockout and no 4 hour limit selected. At 2:46am, the pump sounded an audible alarm and displayed the message "empty syringe". The night nurse changed the medication vial and continued with the therapy without noting the programming error. Approx 20 minutes later, the programmed parameters were reviewed by two nurses and the programming error was noted. The pt was described as "not in distress" and the respirations were reported to be 16 breaths per minute. The dr was notified. No medical interventions were required. The morphine infusion was resumed with a replacement pump. It was reported that later that morning the pt expired. Multiple unsuccessful attempts were made regarding cause of death; however, the report source indicated that the pt was at "end of life" status when admitted. Though requested, there was no further info available.